Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill failed kpc producing the critical error; system has detected that launcher exited due to a configuration error. Exposure motor swap resolved the issue. An engineering review was completed. The exposure motor encoder was tested and found to be responsive. Portescap test passed. Multi meter testing passed. The most likely cause may have been intermittent signal interruption to the exposure motor caused by electrical noise. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill failed kpc producing the critical error; system has detected that launcher exited due to a configuration error. Exposure motor swap resolved the issue. An engineering review was completed. The exposure motor encoder was tested and found to be responsive. Portescap test passed. Multi meter testing passed. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.additional information: h7, h8, h9 corrected data: g2, h6 (medical device problem code)

Event description:
It was reported that, during a cori assisted surgery, prior to unlocking the real intelligence robotic drill to insert bur, they received a "internal error: the system has detected that the application unexpectedly exited" message that did not let to continue with handpiece calibration. Surgery was performed after a non-significant delay with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).